Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited loss of capture (loc), intermittent sensing issues. The patient reported experiencing unwanted stimulation. A chest x ray was done, and the images taken showed that this rv lead helix had dislodged and was in the pocket. A lead revision was performed, this rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The rv lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited loss of capture (loc), intermittent sensing issues. The patient reported experiencing unwanted stimulation. A chest x ray was done, and the images taken showed that this rv lead helix had dislodged and was in the pocket. A lead revision was performed, this rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The rv lead is expected to return for analysis.